Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was to be used as part of palliative care to treat a malignant tumor proximal to the sigmoid colon during a colonic stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, resistance was felt during removal of the delivery sytem and the guidewire from the patient. Reportedly, the entire scope was removed along with the delivery system and guidewire. An x-ray was performed to check the final placement of the stent, and found that the stent had dislodged from the original tumor site. The dislodged stent was removed with biopsy forceps and another wallflex colonic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.